Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was noted that the blue (venous) luer adapter had hairline cracks and had a leak. It was stated that the catheter was initially repaired with a repair kit, no instrument was used to loosen or tighten the device, alcohol-free were used as cleaning agents. It was also stated that cleaning agents are allowed to dry thoroughly prior to applying ointments on the area, prior to dressing the area, and patients are not responsible for any type of catheter maintenance, cleaning agents were not switched over the lie of the catheter, cleaning agents were not mixed and the same cleaning agents are always used. Treatment continues with the repaired catheter and the damaged/cracked luer adapters were discarded. There was no reported patient injury.